Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable results for one patient sample using the elecsys ft3 iii assay and the elecsys ft4 ii assay (ft4) with the cobas 8000 e 602 module (e602). Of the results provided, only the ft4 results were discrepant. The initial results were released outside the laboratory, and all results are in units of pmol/l. The initial result was 22.3. The physician questioned the result, and the laboratory staff asked for new results from a different methodology. The sample was repeated on a siemens vista analyzer with a result of 15.6. The physician thought this result more closely matched the patient's clinical picture. There was no allegation that an adverse event occurred. The e602 serial number is (B)(4). A sample was submitted for investigation. The ft4 result for the sample was comparable to the result obtained on the e602 on the date of the event and near the upper level of the normal reference range of the assay. No interfering factor was detected. Assays from different vendors can generate different results. This relates to the overall setups of the assays, the antibodies used, and differences in reference materials and standardization methodology. The normal reference ranges provided by different vendors can also differ depending on the population used and the calculation mode. For diagnostic purposes, results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.